Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformities noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: fluid leak: : observed, opening crack assessed as cracked valve seat diaphragm valve. Failure of implant: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed on the device. Wear abrasion observed on the device. Yellow particles inside of the device. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.